Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached was alarming ?no cassette, pump won't run". It was reported the end user changed the cassette out with another one which resolved the issue. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in one (1) cassette product from part number 21-7302-24. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: sample received don?t present any damaged, kink, cut or condition that could cause failure mode. Functional testing: sample was filled with 100ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0130 due date: august 2022] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no disposable alarm was activated. Complaint is confirmed. CAPA-000814 was open on 09/sep/2021 for no disposable alarm issue to identify the root cause. Currently the CAPA-000814 is in investigation results phase. The customer stated problem was not duplicated. No problem forund with the device. The cause of the reported problem could not be determined. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.